Event description:
It was reported the pt ((B)(6)) is receiving an error code 2501 message and is unable to establish communication between her scs ipg, pt programmer and charging system. F/u is pending.

Manufacturer narrative:
Correction/removal reporting #s: 1627487-05242011-002-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.